Manufacturer narrative:
G4:19nov2020. B4:29nov2020. Failure analysis on the returned front bezel shows that the broken trace on the red (alarm) led created the led not to illuminate & caused the check vent alarm led failed error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jun2020.

Event description:
The service technician reported that during preventive maintenance (pm) it was found that front bezel is cracked, so it was replaced. Checked the error log then confirmed the error (alarm led failed) was recorded. The alarm led failed error was not duplicated by operational check, but the front bezel which mounted a power switch overlay was replaced for prevention of recurrence and for a crack. The service technician verified the reported problem. The customer reported that the unit was not in use on a patient.